Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded downstream occlusion (dso) seal. The reported motor service issue was confirmed. The odometer was programmed to zero to address the issue. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the motor service was due. There was no patient involvement, event occurred during testing. The device analysis found a degraded downstream occlusion seal.